Manufacturer narrative:
Button error alarm and unresponsive buttons due to corroded keypad traces. No button error alarm noted. Bleeding lcd glass noted during visual inspection. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.